Event description:
Upon receipt of the device, the user reported foreign matter was observed on the outer surface of the product. There was no pt involvement.

Manufacturer narrative:
Date of event: the date of the event was not reported. Date entered has been estimated. This complaint was confirmed. The reported particulate was completely embedded in the surface of the device and was determined to be a cosmetic issue. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.